Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot#: h817671507, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 30 mg/ml dilaudid at a dose of 7.461 mg/day and 35 mg/ml bupivacaine at a dose of 8.704 mg/day via an implantable pump for chronic low back pain, radiculopathy, and spinal pain. It was reported that the catheter was cut during a spinal fusion surgery and the patient had no symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. Since there was no drug/cerebrospinal fluid (csf) dripping from the catheter when it was cut, it was determined that the catheter may be occluded and a decision was made to explant the system. The pump and catheter were explanted on (B)(6) 2017. It was stated that surgical intervention occurred. The patient was having a spinal fusion and the catheter was accidentally cut. The surgeon did not note anything coming out of the catheter from the spinal segment or the pump segment, so the decision was made to explant the entire pump and catheter. The pump and catheter were not replaced, but would be in the future. The manufacturer was not present at the explant. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8709sc, lot#: h817671507, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Additional review of the returned product analysis for implantable catheter lot# h817671507 was completed on september 27, 2017 and the analysis has now been updated to the following: a visual inspection of the sc connector identified an indentation in the seal material in the cup of the connector consistent with the shape and diameter of the outlet port of the pump. However, the connector was found to be patent, and passed pressure leak testing in the lab. A visual inspection of the distal catheter segment identified a slice cut on the body of the catheter, and leaking was observed from the site of the slice cut during pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction- adverse event,outcome attributed to adverse event, and type of reportable event have all been updated to reflect the reported explant (unexpected surgical intervention performed). Analysis identified an indent in the cup of the sutureless connector of the catheter which was consistent with the shape and diameter of the outlet port of the pump and an occlusion was seen when the catheter was connected to a pump connector during pressure testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis.